Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were no errors related to the customer complaint. The device was visually inspected and there was a bubbled downstream occlusion seal. A functional test was performed and the reported issue was not confirmed, however there was a lock sensor issue. The cause of the reported issue was due to an inoperable lock sensor issue. As a result, the lock sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a cassette sensor issue. There was unknown patient involvement, no injury was reported.